Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an output connector that would not retain a wire. It was indicated that there was foreign material found inside the connector, and when removed, the output connector functioned as expected. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an output connector in need of repair as it wouldn't retain the wire. The epg was returned for service and testing and calibration. There was no patient involvement.